Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the cable on back above grounding pin broken. The event timing was during surgery set up. There were exposed wires. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the unit was found to not be damaged. Part of the lop sensor was stuck on the lop port. The parts of the lop sensor were removed and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.